Event description:
It was reported to boston scientific corporation that during a vaginal prolapse repair procedure using an uphold vaginal support system, as the physician was pulling the first leg assembly with the capio device, the needle, with a piece of suture, detached. The detached needle, with a piece of suture, reportedly did not fall loose inside the patient. The physician removed the uphold device from the patient and completed the procedure with an ams elevate anterior mesh device with no complications to the patient, who is reportedly in good condition.

Manufacturer narrative:
(B)(4).